Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported events. The nonconforming pneumatics manifold, power supply, and footswitch base were replaced to address each of the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming pneumatics manifold, power supply, and footswitch base. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that an ophthalmic operating system with a displayed system message and a footswitch issue, shut down prior to starting a cataract surgery. The system was switched out in order to initiate surgery. There was no report of any patient harm.